Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the dislocation and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and the result of loosened supporting ligaments and muscles, which allowed for dislocation occurring due to the significant ligament re-construction.

Manufacturer narrative:
Concomitant device(s): 320-15-01, 6689220 - eq rev glenoid plate; 320-20-18, s233332 - eq rev compress screw lck cap kit, 4.5 x 18mm; 320-20-18, s233047 - eq rev compress screw lck cap kit, 4.5 x 18mm; 320-20-22, s227343 - eq rev compress screw lck cap kit, 4.5 x 22mm; 320-20-22 s217794 - eq rev compress screw lck cap kit, 4.5 x 22mm; 320-15-05, 6847741 - eq rev locking screw; 320-01-38, 6900973 - equinoxe reverse 38mm glenosphere; 320-20-00, 6780160 - eq reverse torque defining screw kit; 320-10-00, 6887703 - equinoxe reverse tray adapter plate tray +0; 300-01-13, 6859449 - equinoxe, humeral stem primary, press fit 13mm.

Event description:
Approximately 2 months postop the initial tsa, a revision carried out after the r dislocation on this (B)(6) y/o female. New prothesis implanted successfully with no complications. Patient was last known to be in stable condition following the event. Device will be returned.